Event description:
A report was received that the patient experienced loss of stimulation. High impedances were noted on the right sided lead. The physician believed either the lead had a fracture or the splitter was disconnected. X-ray result revealed no visible explanation to loss of stimulation. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure wherein one lead was removed as it had migrated down. It appeared that the lead fractured at the insertion into the ipg. The physician attempted to insert a new lead but was unsuccessful due to large amounts of scar tissue. The patient was reportedly doing well. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced loss of stimulation. High impedances were noted on the right sided lead. The physician believed either the lead had a fracture or the splitter was disconnected. X-ray result revealed no visible explanation to loss of stimulation. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure wherein one lead was removed. It appeared that the lead fractured at the insertion into the ipg. The physician attempted to insert a new lead but was unsuccessful due to large amounts of scar tissue. The patient was reportedly doing well. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced loss of stimulation. High impedances were noted on the leads. The physician believed either the lead had a fracture or the splitter was disconnected. X-ray result revealed no visible explanation to loss of stimulation. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.